Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that during a visit on (B)(6) 2016, the patient's spouse reported seeing an out of regulation (oor) message every time they used the patient programmer to attempt to communicate with the implantable neurostimulator (ins). An impedance test was performed and resulted in normal impedance values; the battery voltage was at 2.7v. It was also stated that the oor message goes away without any intervention as the "patient is able to work around the oor"; it was unknown what the patient was doing to clear the message. It was also unknown what the patient does when the message occurs or how often they are checking the system. Another impedance test was performed and resulted in no anomalies. It is unknown when the issue began occurring. The patient was seen again on (B)(6) 2016 and another impedance test was performed and resulted in normal impedances; the oor message was still occurring. The rep lowered that patient's stimulation from 2.7v to 2.5v and confirmed that the patient's programming rage on their patient programmer was 1.9-3.5v. It was unknown what was causing the oor message. No symptoms were reported.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient¿s ins was being replaced as it reached the elective replacement indicator (eri) at 2.56v. It was reported that the patient¿s impedances were normal at replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found the implantable neurostimulator (ins) battery was at normal end of life, telemetry and output were ok. If information is provided in the future, a supplemental report will be issued.